Event description:
It was reported that the patient experienced hypoglycemia after a routine dinner announcement while using the iLet Bionic Pancreas, with nadir glucose of 43 mg/dL and approximately 30 minutes below 80 mg/dL; the patient attributed the event to higher-than-needed insulin delivery following a factory reset and subsequent disruption of routine, with an estimated 10.4 units delivered for the dinner announcement. Symptoms included low glucose with urgent low, urgent low soon, and low glucose alerts. Outcomes included self-treatment with oral glucose and recovery to range without hospitalization. Troubleshooting and education were completed. Investigation included review of user-reported history and operational context. Investigation of this case revealed no confirmed device malfunction and suggested user context and recent factory reset with altered routine as contributory factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.